Event description:
The customer reported the aa4203tl silicone single piece lens ripped as the surgeon was inserting it. The lens was removed and replaced w/o any patient injury. The cause of the event was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - this lens was reported as being opened and not used. The posterior capsule was not intact due to previous vitrectomy prior to lens insertion. The lens was not inserted and there was no patient contact.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric.(B)(4): evaluation results - visual inspection of the returned product showed the lens was received in liquid and no visible damage was observed. Conclusion - based on the complaint information and product evaluation, we were unable to confirm this complaint.(B)(4).